Event description:
The customer reported that while the iabp was in use on a pt, the iabp was unplugged from ac power, the iabp shut down. The led indicating battery power was blinking intermittently. No pt injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the power supply was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.